Event description:
It was reported that the patient was experiencing pain at the ipg site due to the location of the original pocket site. In turn, the physician explanted the ipg. The issue has since resolved.